Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis of unknown origin and was febrile. It was also noted that the right ventricular (rv) lead exhibited intermittent ventricular standstill with possible loss of rv capture. The right atrial (ra) lead displayed no capture post cardiac surgery. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.